Event description:
The surgeon attempted to implant a lens but had a problem ejecting it. The lens felt like it was stuck and when the surgeon was able to get the lens moving, the cartridge split and the lens became stuck in the cartridge tip. There was no pt contact or injury. The nurse stated it was unk as to why there was a problem ejecting the lens. An indigo-p injector and an sfc-25 fp cartridge were used but the nurse was unable to recall the lot numbers nor the pt's date of birth or weight.